Manufacturer narrative:
Findings: pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube, reservoir tube lip completely broken off and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir chamber. The customer¿s blood glucose level was not provided at the time of the incident. Customer was changing the infusion set when noticed that a piece that locks the reservoir was missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.